Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation. Evaluation is in progress. Kinking implies a focal, reversible narrowing of the lumen, which may have many root causes. Significant kinks will be identified prior to use, at which time the cannula can be exchanged for another. Smaller kinks that occur during the procedure may be due to anatomic anomalies, and not the device. Based on the information received the cause of the event cannot be determined. Once product evaluation is completed, a supplemental MDR will be submitted. No further corrective, or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a kink was identified in a cannula during use. The cannula was exchanged for another cannula. The patient was fine. There was not any damage to the cannula packaging. The cannula is stored individually in bins. The kink was not identified during prep. There wasn¿t any difficulty sliding the suture ring.

Manufacturer narrative:
H3. Device evaluation: customer complaint of kink on cannula was confirmed. Device was returned with visible traces of blood and examined in the biohazard area of the lab. As received, cannula was observed to have a kink on the cannula body around the wired-reinforced section. Dilators met resistance when pushed through the kinked cannula. H10: additional manufacturer narrative: updated h3. Root cause cannot be determined at this time.